Manufacturer narrative:
:Concomitant medical products: product ID: dtma1qq ICD, implanted: (B)(6)2019, 429888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing of atrial tachycardia (at)/atrial fibrillation (af) on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.